Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged connection in the power circuit.

Event description:
The pump was evaluated and found to exhibited a damaged connection in the power circuit.